Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow encapsulation and one curved opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge broken in the shell with stress marks / nick other, more than three openings striated and nick striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening. More than three openings striated in the side anterior / posterior assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.